Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was difficult to operate. The following information was provided by the initial reporter : the consumer reported non patient end needle bends when placed onto the pen and they then do not work for injections. Further more sometimes also the non patient end is missing and the patient end needles are dull. Date of event : unknown. Sample status : 1 pen needle for sample.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/19/2021. H.6. Investigation: customer returned 4 used 4mm, 32 gauge nano pro pen needles. The lot information was not available as no teardrop labels were returned. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured. All of the needles were measured within acceptable outer diameters for 32 gauge needles. The integrity of each needle point was inspected. 3 of the 4 pen needles were found to have damaged cannula tips, which were curled over either forward or backward. While a minor degree would be expected during normal use, the degree of damage found to 2 of these 3 damaged cannulas is significant. There is no immediately obvious cause of this damage. There appear to be threads present on the cannulas. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples with no excess beads of lubricant impacting the pen needles¿ usage. The non-patient end of each pen needle was visually inspected. 1 of the pen needles was found to have a broken cannula. Based on the damage present, the cannula breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. No DHR review can be carried out as lot number is unknown. Based on the samples received, bd was able to confirm the customer¿s indicated failure of one of the pen needles not working as a result of the non-patient end breaking off. The root cause of the pen needle not working is the non-patient end of the needle breaking. This may have been caused by accidental damage from stresses caused by the user during routine use. This would have given the impression that the needle was not working since insulin would be unable to pass through the cannula. H3 other text : see h.10.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was difficult to operate. The following information was provided by the initial reporter : the consumer reported non patient end needle bends when placed onto the pen and they then do not work for injections. Further more sometimes also the non patient end is missing and the patient end needles are dull. Date of event : unknown. Sample status : 1 pen needle for sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.